Manufacturer narrative:
The device is available for investigation- it has not been received.

Event description:
The event occurred on an unknown date involving an unspecified plum infusion pump with pump battery. The customer reported a battery issue on a pump purchased in 2023 where the pump stopped during infusion. There was patient involvement but unknown patient harm.

Event description:
Additional information was received providing the pump's serial number. It was also added that the pump stopped during the infusion, and it was connected to the power socket.

Manufacturer narrative:
The pump was received for evaluation. The device was in good general condition, but the a/c power cord was not returned. The alarm logs were downloaded and reviewed. Alarm log analysis summary: the pump appears to have shut down during an infusion with the cause being a depleted battery. But the pump shut down after displaying both a low battery alarm and a depleted battery alarm with sufficient time for the customer to plug into ac. This is expected behavior. The pump is designed to shut down shortly after displaying the depleted_battery alarm. The complaint was confirmed. The battery was replaced and change battery was keyed. The device then passed further testing without issue. The probable cause for complaint was deemed to be a depleted battery due to abnormal use.